Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the clip failed to release from the catheter. The physician pulled the wire, and this caused the clip to pull back into the scope. The procedure was completed with an alternative device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered. Additional information received on may 01, 2026: the clip prematurely deployed in the scope. No injury to patient tissues or treatment required when the clip was pulled off tissue.

Manufacturer narrative:
Imrdf code a15 captures the reportable event of clip failure to release from catheter imrdf code a150208 captures the reportable event of clip entrapment of device or device component. Block d4: d4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown.